Event description:
Rn called in spontaneously report pump was alarming down occlusion. Pump did not advance as programmed. Pump approx 1 hour behind. Rn states she had requested a new pump with the previous supply order as the pump was showing routine maintenance required as 290472, exp date 03/28/2019. Rn to finish infusion using a different tubing. No side effects reported from pump malfunction. Reported to (B)(6) by health professional.